Event description:
It was reported that the cadd legacy pump failed the delivery accuracy test by a value of +6.25%. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There were indications in the event history log that multiple delivery accuracy tests were performed by the user. Delivery accuracy testing performed during investigation were unable to duplicate the reported problem. The device performed within specification.